Manufacturer narrative:
The ge service representative conducted an onsite investigation. The video controller board, the system interface board, and the display adapter board were reseated. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed poor image quality. No patient injury was reported.